Event description:
A customer contacted beckman coulter inc. (Bci) regarding two erroneously low glucose module (glum) results when compared to the rerun of the original result that was generated from the unicel dxc 800 pro synchron chemistry analyzer. The duplicate runs were confirmed using a different instrument. No erroneous results were reported outside the laboratory.

Manufacturer narrative:
Field service engineer (fse) was dispatched and replaced the accusense electrode and reagent syringe for the glucose module, however, a clear root cause cannot be determined at this time.